Event description:
It was reported that the patients spinal cord stimulator (scs) implantable pulse generator (ipg) would turn off for no particular reason. The patient was able to turn the stimulation on by using the remote control. Troubleshooting was performed, however the issue persisted. The ipg database was analyzed and the ipg appears to be working as expected. The patient underwent an ipg replacement per their request and was doing fine postoperatively.

Manufacturer narrative:
Update to block h6 evaluation conclusion code. Sc-1200, serial (B)(6): the device was received, however, the patient consent for product analysis was not received; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the reported device performance allegation cannot be confirmed and the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patients spinal cord stimulator (scs) implantable pulse generator (ipg) would turn off for no particular reason. The patient was able to turn the stimulation on by using the remote control. Troubleshooting was performed, however the issue persisted. The ipg database was analyzed and the ipg appears to be working as expected. The patient underwent an ipg replacement per their request and was doing fine postoperatively.